Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. After a 2.75 x 48mm synergy xd drug-eluting stent was implanted, an opticross imaging catheter was advanced for observation. However, during pullback, the wire exit port of the catheter was stuck in the stent strut. The catheter was successfully removed from the patient however, stent malapposition was noted. The physician then expanded the stent with an nc balloon for blood flow. The procedure was completed with another of the same device. No patient complications were reported, and patient status was good.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window. Functional testing revealed the telescope assembly was able to properly pull back, advance, and retract and the test guidewire was able to be inserted with no indication of resistance in tracking the guidewire into of the catheter. Microscopic inspection revealed the guidewire exit port was damaged.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. After a 2.75 x 48mm synergy xd drug-eluting stent was implanted, an opticross imaging catheter was advanced for observation. However, during pullback, the wire exit port of the catheter was stuck in the stent strut. The catheter was successfully removed from the patient however, stent malapposition was noted. The physician then expanded the stent with an nc balloon for blood flow. The procedure was completed with another of the same device. No patient complications were reported, and patient status was good.